Event description:
It was reported by customer during use that the cardiosave intra aortic balloon pump iabp unit had random turning off. There was patient involvement but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.